Event description:
On (B)(6) 2014, the reporter contacted animas stating the total basal delivery in the total daily dose (tdd) history did not match the active basal that was programmed. There was reportedly no known cause for the variation. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/16/2015 with the following findings: a review of the basal history revealed a 0.00 unit basal program on (B)(6) from 13:30 to 20:10. There were no alarms related to the complaint noted in the alarm history; only typical usage observed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The battery cap and returned cartridge cap were used for testing. During evaluation, the pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. The reported complaint was unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas stating the total basal delivery in the total daily dose history did match the active basal that was programmed. There was reportedly no known cause for the variation. The basal history reportedly matched the active basal programmed settings. The patient reportedly experienced a blood glucose (bg) value of 14mmol/l with extreme thirst and did not receive medical intervention. The reported bg with symptom does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved during troubleshooting.